Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 20-may-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was noted that the valve had been implanted too high. Subsequently, a second valve was implanted valve-in-valve. No additional adverse patient effects were reported.